Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The ins was normally charged twice a week, but over the last 8 weeks, when the family member of the patient went to charge the device, they found it switched off even though there was enough charge. The consumer was positive they had not switched the ins off, and was a little worried. It was noted an appointment at hospital was scheduled for (B)(6) 2019. No troubleshooting was noted, but the consumer was advised to charge the ins more often and keep an eye on the charge level. No patient harm was reported. No further complications were reported.